Event description:
Md unsheathed the device, the sheath broke at proximal portion of the hemostatic valve. Half of the stent graft was still in sheath in the patient and had to be deployed by advancing the dilator and graft through the sheath.